Manufacturer narrative:
Device eval summary: electrode belt (B) (4) has not been returned to lifecor. A supplemental report will be submitted once the device is received and evaluated.

Event description:
The territory mgr of a (B) (6) pt contacted lifecor customer support to report that the pt's device is not working. The pt went to the hospital for an x-ray, and the electrode belt was ripped from the monitor when the lifevest was removed. The pt was issued a replacement electrode belt.